Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers allege patient suffered persistent severe pain and discomfort in his left hip, buttocks, and thigh, which has increased over time; sensation of misalignment; weakness; decreased range of motion, and difficult sleeping. It is also alleged patient's hip pops, clicks and catches. It is further alleged physicians advised patient that he suffers from elevated levels of cobalt and chromium metal ions in his blood stream. As of (B)(6) 2011, patient's cobalt level was 1.5 and his chromium level was 1.2. It is also alleged upon information and belief, patient is suffering loss of muscle mass and deterioration of the soft tissue in his hip. Update rec'd 11/4/2014- ppd received. Dor provided. Stem and sleeve added to complaint for elevated metal ion levels. This complaint was updated on 12/3/2014.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege patient suffered persistent severe pain and discomfort in his left hip, buttocks, and thigh, which has increased over time; sensation of misalignment; weakness; decreased range of motion, and difficult sleeping. It is also alleged patients hip pops, clicks and catches. It is further alleged physicians advised patient that he suffers from elevated levels of cobalt and chromium metal ions in his blood stream. As of (B)(6) 2011, patients cobalt level was 1.5 and his chromium level was 1.2. It is also alleged upon information and belief, patient is suffering loss of muscle mass and deterioration of the soft tissue in his hip.